Event description:
Pt was admitted to hospital for removal and replacement of right total knee secondary to severe degeneration of their polyethylene and subsequent to that likely complete polyethylene failure with metal on metal irritation. Pt's knee was swollen. Pt requested to keep their explanted total knee components. Pt's request was honored.